Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pacing lead dislodged after the introducer sheath was removed. The lead was replaced; however, after the second lead was fixed, it could not bend inside the heart cavity. The lead was removed and was not implanted. No patient complications have been reported as a result of this event.